Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported inaccurate readings from dexcom g7 continuous glucose monitoring (cgm), which showed ¿low¿ while a fingerstick indicated high blood glucose (bg). Believing they were low, the user ate breakfast without announcing but later discovered a bg of 401 mg/dl. The user administered a 20-unit manual injection and announced a ¿more than usual¿ meal. The agent identified three unresolved ¿brief sensor issue¿ alerts, advised restarting the ilet, and then replacing the sensor. The user was instructed to disconnect from the ilet for two hours to allow insulin to process. The highest blood glucose (bg) recorded was 401 mg/dl. Bg was corrected with a manual injection and sensor replacement. No symptoms were reported, and no medical intervention was required at the time of call.